Manufacturer narrative:
Device has not returned for investigation but has been requested to return. When / if the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
Patient called orthofix customer service on (B)(6)2025 at 1:08 p.m. Stating she was concerned about some recent blisters & burning sensation towards her lower back where bone stimulator placement is near the belt line. As of (B)(6)2025, patient has stopping therapy and will discuss with ordering physician tomorrow about starting treatment again when issue is resolved. Call to patient (B)(6)2025 patient stated she is still using the device for treatments 2 hours per day. At this time, she is still experiencing blisters, or what could also be red irritated bumps on her lower back and feels discomfort when using the device. We have requested for the patient to return the device for analysis.

Manufacturer narrative:
The device returned for investigation. Visual inspection was performed noting no damage to the device. System stimulation output parameters were tested and all were within device specification, no anomalies noted. System completed a 4-hour treatment in qa lab. The system surface temperature was monitored during the treatment session under room temperature with 6 readings representing temperature on top and back of the control module, inside and outside foam coil, up and downside of foam coil. System operated as designed. The root cause is unconfirmed. A review of the DHR was performed for work order (B)(4) and all 56 units from the work order passed final inspection.

Event description:
Patient called orthofix customer service on (B)(6) 2025 at 1:08 p.m. Stating she was concerned about some recent blisters & burning sensation towards her lower back where bone stimulator placement is near the belt line. As of (B)(6) 2025, patient has stopping therapy and will discuss with ordering physician tomorrow about starting treatment again when issue is resolved. (B)(6) 2025 @ 11:45 am - spoke with the patient regarding device and current treatments. Patient stated first had surgery on february 6 and started using the device two weeks later. Patient stated currently using the device for two hours per day. Patient stated still experiencing what appears to be blisters on the lower back area, or could be red bumps, and a little irritation in that area when using device. Patient did not mention burning sensation and stated not experiencing any additional symptoms at this time. During initial symptoms, patient stated did not seek medical care and has not followed up with doctor at this time. Patient stated will be seeing doctor on april 1. I let patient know biostim cs would be following up with the patient to schedule sending a new device to the patient, and sending a return label to return the old device for our team to conduct testing on the device